Event description:
The surgeon reported that he implanted the cinchlock anchor then as he was cinching/tensioning the suture, the suture broke. The surgeon reported that the anchor was left in the bone.

Manufacturer narrative:
The anchor remains implanted in the pts bone, therefore, it will not be returned. The cause of the event could not be determined from the information available and without the device for evaluation. The device history record was reviewed and shows that the lot for the device allegedly at issue met manufacturer specifications and release criteria. This was determined to be a reportable event due to the permanent nature of the anchor that was left in the pt, even though no injury was reported.